Manufacturer narrative:
Additional information: b5- "the lens was exchanged on (B)(6) 2020 for a longer length lens. The exchange resolved the problem." H3- device evaluation: lens was returned dry in a lens case/vial. Visual inspection found the haptic torn, bent and stretched out. Dimensional and functional inspection found the lens to be within specifications. H6- patient code 3191: secondary surgical intervention- lens exchange. Claim# (B)(4).

Manufacturer narrative:
B1 - corrected to adverse event in supplemental MDR #1 b2 - corrected to required intervention to prevent permanent imapairment in supplemental MDR #1 h6 - medical device problem code 1583 should be included in initial MDR claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -05.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Refractive surprise was observed, the lens remains implanted. Per the reporter on (B)(6) 2020, surgeon "used lri technique making the main incision superiorly to reduce wtr cylinder and was able to reduce but not fully due to high amount of cylinder power. Surgeon felt current vaulting was too low(230r/262l) and needs to change the lens with different power and length" while "re-entering main incision to decrease astigmatism further and increase -0.50 more myopic lens." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.